Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported wireless telemetry issue; programmer was able to interrogate a wireless device. Analysis found the stylus was bent near the base and damaged; the stylus did not work. System errors were found in the programmer error log. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer was unable to complete wireless telemetry. It was noted that the telemetry head had to be placed over the device, making the ¿clinic slow¿. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.